Event description:
Adverse event(s): "unk" (no info). Product problem(s): "lens did not look right" (defective item [iol (intraocular lens) implant]); "lens did not load properly" (difficult to insert [iol (intraocular lens) implant]). A user facility reported that an intraocular lens (iol) would not load properly and the surgeon though the lens did not look right. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 08/06/2010 by mail. A completed questionnaire has not been received. Pt (B)(4).